Event description:
When using the parameters current, galvanic: ch1, cycle time continuous. Time 20 min. Intensity 1.6 ma freq. 50 hz. The unit was reported to create blisters.

Manufacturer narrative:
Stimulator printed circuit board components shorted out due to transient over-voltage created within the circuit. Version 2.3 or higher stimulator software prevents this occurrence. Corrected through engineering order 30464 and 30494. In addition, preventive action was generated to conduct a field correction recall to upgrade software in the field to prevent this transient over-voltage from the affecting the devices.